Event description:
The 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The co customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit central processing unit (bdu). The unit passed extended self testing.